Manufacturer narrative:
The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test device and connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that during an implant procedure that the left ventricular (lv) lead had no capture. The lv lead was not used and the physician elected to complete the procedure with a different lv lead.